Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
50mm cluster (B)(4) shell seized to impactor handle and had to be removed from patient.

Manufacturer narrative:
An event regarding a seizing issue involving a primary tritanium hemi cluster hole cup 50mm was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The cup and universal impactor/positioner was functionally tested after receiving the device. Debris was found in the threads of the universal impactor/positioner, which could cause seizing issues; however, that is unrelated to the primary tritanium hemi cluster hole cup. No further investigation is required at this time.

Event description:
50 mm cluster tritanium shell seized to impactor handle and had to be removed from patient.